Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that they were in the hospital with blood clots and had a CT angiogram on (B)(6). Patient said when they went back to have the pump filled, it showed that the pump had paused with the CT angiogram, which they were not told that it would. Patient mentioned they had a little bit of pain and were not moving around after the procedure, so they did not know if the pump paused. Agent asked, patient said the pump stalled but restarted back up right away. Patient stated she had another CT angiogram last week and were told to call about this. The patient was redirected to their healthcare provider to further check at next appointment.